Manufacturer narrative:
During clinical use, the intuvie infusion pump repeatedly reverted to keep vein open (kvo) mode before the infusion was complete. The device was returned and tested. The device performed within specifications. The probable cause remains undetermined. Reference to complaint # (B)(4).

Manufacturer narrative:
During clinical use, the intuvie infusion pump repeatedly reverted to keep vein open (kvo) mode before the infusion was complete. A review of the device history found no prior similar complaints associated with the serial number. However, the failure mode could not be confirmed as the device was not returned for evaluation. A follow-up report will be submitted if the device is returned for further investigation. Reference to complaint (B)(4).

Event description:
It was reported to intuvie that during clinical use, the pump kept reverting to kvo (keep vein open) status before the infusion was complete. This occurred twice within an hour while infusing pepcid (55ml over 20 minutes). The pump infused for about 10-15 minutes before transitioning into kvo mode. As a result, there was a 15-minute delay in treatment, though no harm to the patient was reported.

Manufacturer narrative:
This supplement serves as a correction. The previous supplement (3006575795-2025-00043-1) contained incorrect information. The device test was completed on march 18, 2025; therefore, our aware date for the follow-up is march 18, 2025.